Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 past 5:00 pm due to a high blood glucose of 900 mg/dl. Blood glucose at the time of the call was 226 mg/dl. Customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. The customer reported that they forgot to calibrate. Troubleshooting for high blood glucose was performed. The insulin pump will not be returned for analysis. The auto mode feature was off. Frn-reservoir.